Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.